Event description:
Caller reported that their pump screen was not turning on and remained dark despite several troubleshooting steps. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to confirm the pump was not connected to a power source and to perform specific actions to try and restart it; however, these efforts were unsuccessful. The led light around the button was blinking red, and the pump was not vibrating. As a resolution, technical support arranged for a replacement pump to be sent to the caller. The caller was informed about returning the malfunctioning pump to tandem and was advised on how to set up their replacement pump, including programming settings and connecting their cgm. The customer acknowledged and understood all instructions provided. Customer reverted to an alternative method of insulin therapy.